Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the light emitting diode (led) graphic user interface (gui) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient the screen on a 980 ventilator was erratic and a background alarm was generated. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.